Manufacturer narrative:
On (B)(6) 2016 the field service engineer (fse) performed preventive maintenance on the aia-2000 analyzer along with a repair. There is no information documented as to the functionality of the aia-2000 analyzer at the time this failure was identified. The repair required replacement of the temperature sensor for the incubator due to a broken wire. The most probable cause of the identified problem is related to an electrical failure of the incubator. The aia-2000 service, operator's, and training manuals were reviewed and found to clearly address calibration, operation, maintenance, error codes, and troubleshooting pertaining to the aia-2000 system. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, the customer contacted tosoh field service to request annual preventive maintenance for the aia-2000 analyzer. No information was given by the customer indicating a problem during use of the aia-2000 analyzer.